Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was isolated to the electrode belt¿s white pulse wire being broken at the trunk cable, damaging wires within the cable. The root cause for damaged wire was physical abuse. There was no adverse event that resulted from the damaged belt.